Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The selection in b2 in the initial report was added in error. The selection has been updated to reflect: required intervention to prevention permanent impairement/damaged and other serious. A us distributor contacted zoll to report that the patient developed a bleeding skin irritation from the lifevest. Patient reported that the right side was too tight, and he had a scratch on his side. It was reported that while the patient was at the physician's office, they loosened the vest, cleaned the electrodes, and applied a ban-aid to the area.there was no alleged device malfunction contributing to the irritation. The patient confirmed the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a bleeding skin irritation from the lifevest. Patient reported that the right side was too tight, and he had a scratch on his side. It was reported that while the patient was at the physician's office, they loosened the vest, cleaned the electrodes, and applied a ban-aid to the area. There was no alleged device malfunction contributing to the irritation. The patient confirmed the skin irritation improved.